Event description:
The surgeon reported that after the lifespan eptfe vascular graft was implanted, it got a clot again in a month/two. The surgeon states that it clots too fast.

Manufacturer narrative:
We have not received the complaint device for evaluation. Without the returned device, we remain inconclusive on the exact cause of the malfunction. Product inormation including the lot number was not provided. Therefore; a review of the lot history records could not be completed.